Event description:
Additional information received reported that the pump was not infected. The pump was left in-tact and there was no intervention.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was no alleged product issue, and no diagnostic testing was required. The healthcare provider (hcp) went in and explored the pocket ¿to see what was going on, and to check for infection.¿ no infection was found, and the patient was doing fine at that time. The issue was reported as not related to the implant of device; the patient had multiple comorbidities. The patient status at the time of the report was alive with no injury. The pump system was being used to infuse gablofen. No patient symptoms or patient outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).